Event description:
The customer observed a falsely elevated magnesium result generated on an alinity c processing module for a 55-year-old male patient. Accession# (B)(6), initial result = 0.7 mg/dl, repeat result = 2.4 mg/dl and 0.8 mg/dl. The sample was run on another analyzer (accession# (B)(6) = 0.7 mg/dl. Customer reference range is 1.6-2.6 mg/dl. The customer believes the 0.7 mg/dl result is correct. There was no impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), performed troubleshooting procedures, and found the cuvette dryer tip assembly, and the nozzle, #2 and #3 (rohs) was dirty. The fsr determined the cuvette dryer tip assembly, and the nozzle, #2 and #3 (rohs) required replacement. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Additionally, a review of complaint and trending data associated with the cuvette dryer tip assembly, and the nozzle, #2 and #3 (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the cuvette dryer tip assembly, and the nozzle, #2 and #3 (rohs) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for section a1 patient identifier: one patient had two accession numbers:(B)(6). All available patient information was included. Additional patient details are not provided. Additional information for section e1 phone number: (B)(6).

Event description:
The customer observed a falsely elevated magnesium result generated on an alinity c processing module for one patient. Accession # (B)(6) initial result = 0.7 mg/dl, repeat result = 2.4 mg/dl and 0.8 mg/dl. The sample was run on another analyzer (accession# (B)(6) = 0.7 mg/dl. Customer reference range is 1.6-2.6 mg/dl. The customer believes the 0.7 mg/dl result is correct. There was no impact to patient management.

Manufacturer narrative:
Additional information provided in section a2 age at time of event and age units (patient), a3a-sex, and b5 describe event or problem. The patient is a 55-year-old male.

Event description:
The customer observed a falsely elevated magnesium result generated on an alinity c processing module for a 55-year-old male patient. Accession# (B)(6) initial result = 0.7 mg/dl, repeat result = 2.4 mg/dl and 0.8 mg/dl. The sample was run on another analyzer (accession# (B)(6)) = 0.7 mg/dl. Customer reference range is 1.6-2.6 mg/dl. The customer believes the 0.7 mg/dl result is correct. There was no impact to patient management.